Event description:
Healthcare professional reported capsular contracture baker grade unknown. This is for the left side. The device still remains implanted.

Manufacturer narrative:
(Phone): (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.